Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that side branch occlusion occurred. In (B)(6) 2013, the subject presented with unstable angina. The subject was found to have elevated biomarkers indicating ischemia prior to procedure and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) with 70% stenosis, a length of 22 mm and a reference vessel diameter of 3.25 mm. The physician treated the target lesion pre-dilatation, placement of a 3.00 x 28 mm study stent and post dilatation with 0% residual stenosis. On the same day, baseline core lab angiography result revealed 30% side branch stenosis at 1st septal artery. Post procedure angiography revealed 70% 'branch percent stenosis' in 1st septal artery. Two days post index procedure, the subject was discharged on dual antiplatelet therapy.